Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing on the right atrial channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.